Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted due to cystocele, rectocele, bilateral paravaginal defect, and mixed urinary incontinence. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced urinary problems, recurrence of prolapse, dyspareunia, vaginal scarring and infection. It was reported that the patient underwent an excision on (B)(6) 2011, due to erosion of mesh. It was reported that the patient underwent an excision of vaginal mesh and vaginal cuff revision on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent excision of vaginal mesh and vaginal cuff revision on (B)(6) 2012. No additional information was provided.